Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had chemotherapy - under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer had previously had volume left in chemotherapy bags with 24-hour infusions. Customer confirms bags did not contain overfill. Customer states devices were not at heart level. There was patient involvement but no harm.